Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during insertion into the guide catheter. The device was removed without incident.no pt injuries or complications occurred.